Event description:
The following has been reported: on/off keypad not working, found faulty. Reporting as a conservative measure. No adverse event was reported. More information is needed to complete the investigation.